Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled, damaged drivers. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: were staples deployed? Yes. Were the deployed staples formed correctly? Yes. On what tissue type was the device used? At what location on the tissue? The device was used on pedicle of spleen. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. The analysis found that one ec60a device was returned in good visual condition and with an ecr60w reload present. The reload was received partially fired 1/3 and with the deck damaged. In order to verify the condition of the internal components of the reload it was disassembled and the reload was noted to have drivers and one piece sled damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, the device could not fire at the second stroke of the first firing with white reload. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.